Event description:
It was reported that the patient experienced chest pain ater a physical therapy appointment. The atrial lead exhibited undersensing and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.